Manufacturer narrative:
Insulin pump received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Insulin pump received with no button response due to flattened (no creased) dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack on backside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.